Event description:
A high blood glucose (bg) event was reported by the customer, with the specific value displaying as "high," but the exact number was unknown. Cause was not known. The customer managed the high bg by administering a correction injection using multiple daily injections (mdi).